Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited a deep cut/lifting part on the probe unit that reached the hard part under the pink probe coating, acoustic lens was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was reprocessed before it was returned for evaluation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The device was an ultrasound gastrovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and correction to field b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although olympus could not specify the root cause of the suggested event, it is likely the defect was caused by mishandling by the facility, or wear and damage due to increased usage time. The event can be prevented by following the instructions for use which state: instructions: evis exera ii ultrasound gastrovideoscope: olympus gf type uct180: important information - please read before use: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.